Event description:
Nurse reported that pump malfunctioned with error message motor failure, issue was not resolved after changing batteries, nurse completed infusion via gravity. No interruption to therapy or missed dose. Patient did not experience an adverse event. Defective pump available for return upon patient return. Serial number: (B)(6). Maintenance due date: 11/2024. No additional information available. Reported to (B)(6) by: health professional.